Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy procedure, the clip applier was not deploying clips. There were no patient consequences. Case completed with another device of the same product code. Unknown if the device will be returned.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The manufacturing records were reviewed and no anomalies were found.